Event description:
It was reported via medwatch report mw5179859 that during an eviva biopsy procedure on (B)(6) 2025, "during stereotactic breast biopsy after sampling the breast tissue, upon opening the reservoir it was discovered that the tissue basket was missing and the tissue sample was pushed through the tubing to the waste collection cannister with solidifier. After discovery, the tissue basket was placed back into the reservoir and an additional sample was collected." No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. Medwatch report mw5179859 received.

Manufacturer narrative:
An investigation was conducted: it was reported via medwatch report mw5179859 that during an eviva biopsy procedure on (B)(6) 2025, "during stereotactic breast biopsy after sampling the breast tissue, upon opening the reservoir it was discovered that the tissue basket was missing and the tissue sample was pushed through the tubing to the waste collection cannister with solidifier. After discovery, the tissue basket was placed back into the reservoir and an additional sample was collected." The device was not available for return; visual and functional analysis/testing could not be conducted for the described event. The device was not returned for this complaint, and only limited patient-related information was provided. Therefore, a full investigation could not be conducted. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the reported issue could not be confirmed because the device was not returned. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.